Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was further investigated at olympus service operation repair center (sorc). As a result of the investigation, the following was confirmed. -the scope communication errors b30 and e216 occurred during the aging test. These failure modes are MDR reportable malfunctions. -the imaging unit may have failed because the distal end side was hot when the device was energized. -there was no problem with the wiring part of the connector. -since the device was installed with a new imaging unit on (B)(6)2021, when the device was last repaired, there is a possibility that the imaging unit had a potential defect. The insertion unit was returned to olympus medical systems corp. (Omsc). Omsc combined the returned insertion unit and connector and confirmed the following: -the bending section was angulated in the vertical and horizontal directions and operated, but no endoscopic image abnormality occurred. -the imaging cable was shaken, but no endoscopic image abnormality occurred. -the distal end was heated, but no endoscopic image abnormality occurred. The exact cause of the reported event could not be conclusively determined. From the above investigation results, no abnormal endoscopic images occurred. Furthermore, when the device was decomposed and analyzed, there were no abnormalities in the internal arrangement. Since there is no buckling of the imaging cable, it is possible that the image signal was not transmitted properly due to a temporary poor contact due to a short circuit inside the ccd board or cable, or foreign material caught between the electrical contacts of the video connector and the electrical contact of the video system center. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to correct g3 "date received by manufacturer" in the MFR report. The previous supplemental report was submitted to report the investigation results by the legal manufacturer. Therefore, the correct g3 "date received by manufacturer" in the previous supplemental report is november 26, 2021, when the investigation was completed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. There were white scratches on the endoscopic image. The bending section rubber, video connector, control section, grip unit, right/left plate, remote switch 1, light guide connector, light guide cover glass, and video connector case were scratched by external factors. The adhesive of the bending section rubber was chipped. The exact cause of the reported event could not be conclusively determined, because the device was not returned to omsc. However, there is possibility that the reported event was caused by breakage of the image sensor, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that an error occurred, the endoscopic image was not displayed and did not restore. There was no report of patient injury associated with the event. Olympus then inspected the device at olympus service operation repair center (sorc) and found that the endoscopic image was noisy and was temporarily not displayed, due to the damage of the imaging unit. In addition, the scope communication error b30 was displayed on the monitor.